Event description:
A customer contacted haemonetics on (B)(6) 2009 to report smoke coming from an orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report smoke coming from an orthopat machine. No operator or donor injury was reported. Upon evaluation of the device the reported problem was verified. The power supply was burnt therefore it was replaced. The machine was disassembled and the damage from the smoke was cleaned. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4). (B)(4).